Manufacturer narrative:
F/u report will be filed if additional info becomes available.

Event description:
It was reported by the clinician that during insertion the swg unraveled. The swg was removed intact. There are no further details available.